Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed during product evaluation. The root cause was assigned to failure of the air in line printed circuit board. The air in line printed circuit board was replaced in order to correct this condition. A service history review revealed that the device has not been previously sent in for the reported condition. However, during previous services the pump head module was replaced. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with failure code 814:04. This condition occurred upon power up in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.